Event description:
N/a.

Manufacturer narrative:
The compressor , scroll was received and investigated at getinge's national repair center (nrc). Inspection of the compressor , scroll was completed per the cardiosave service manual with no visual damage observed. The nrc installed the compressor into the cardiosave test fixture and tested the compressor to factory specifications per the cardiosave service manual. After four hours of run time the nrc could not verify the failure of error code 14. The compressor passed testing. The compressor will be retained in the nrc per procedure.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h4, h6, h10.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit for the reported "error code 14 at power up" and was able to verify the error code. To fix the issue the fse replaced the compressor and the filters which corrected the issue, he then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use the cardiosave intra-aortic balloon pump (iabp) had a power up test failed error code #14. There was no patient involvement, and no adverse event reported.